Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion and skin irritation reported to stimwave on october 4, 2019, by clinical specialist. Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) was implanted at the left knee femoral nerve. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient reported skin irritation at the implant site to the clinical specialist and the implanting clinician. After evaluating the wound site, the implanting clinician and the clinical specialist noted the knot at the proximal end of the stimulator was protruding through the skin. The implanting clinician decided to explant the device prophylactically. The explant procedure is planned but has not been scheduled. The patient was also placed on antibiotics (dosage unknown). The patient reported to continue receiving therapy from the implanted device. The clinical specialist reported the patient has slender physiology and the device was implanted too superficially. This was also the implanting clinician's first implant. The implanting clinician was advised to implant the device deeper into the tissue. The root cause was possibly attributed to implanting clinician technique and the patient's physiology. Device erosion is known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to patient physiology and implanting clinician technique. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known risk, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave was in constant contact with the clinical specialist from october 4, 2019, regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as erosion of the device through the skin can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on october 31, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion and skin irritation reported to stimwave on october 4, 2019.